Event description:
Caller reported an error with continuous glucose monitor, specifically cgm error 42. There was no adverse impact to customer's blood glucose level. Technical support provided instructions for a complete pump reset, and caller successfully restarted sensor session, resolving the issue without further problems.